Event description:
It was reported that the remaining estimated battery longevity stated 2.5 years during device interrogation. The device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-58 lead, implanted: (B)(6) 2014. A 429688 lead, implanted: (B)(6) 2014. (B)(4).